Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 (camera arm) drifted along the yaw axis upon clutching it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart fixture test platform (pftp) where all test passed. No signs of damage were found during a visual inspection. The complaint was not confirmed based on failure analysis. A root cause for this failure can be attributed to a fault on the yaw searchlight single axis (slsa). This issue can be resolved by disabling the affected usm and replacing it or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.